Manufacturer narrative:
(B)(4). This is a report of a use error, where the caregiver did not check if the patient line was fully primed before connecting the patient. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check patient line alarm, the caregiver (cg) stated that they were unsure if the patient line was completely primed before the patient connected. The technical service representative (tsr) assisted the cg in ending therapy and advised the cg to restart therapy using all new supplies. The tsr reviewed proper procedures with the cg. There was no patient injury or medical intervention reported. No additional information is available.